Event description:
Procedure: laparoscopic appendectomy. According to the info as reported in the user facility medwatch: during the procedure the surgeon noted the cecum was perforated. He attempted to close the cecum perforation with the stapler but it misfired, so the procedure was changed to an open procedure to assure proper mgmt of the enterotomy. The cecum was closed utilizing another stapler. There was no further pt injury reported.